Manufacturer narrative:
(B)(4).

Event description:
The company representative confirmed a couple days later that the patient experienced no therapy with the first por.

Manufacturer narrative:
Concomitant products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3487a, lot# l47542, implanted: (B)(6) 1997, product type: lead. (B)(4).

Event description:
The company representative reported the patient had a power on reset (por) message one time that had to be cleared with a clinician programmer. This was 3 months ago. There were no patient symptoms reported. The indication for use was non-malignant pain and chronic low back pain. If additional information is received, a follow up report will be sent.